Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A labeling review will be performed to address the possible user error. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) could not be confirmed. The root cause was undetermined. The label review found the labeling adequate for the potential use error in this complaint.

Event description:
The customer contacted baxter's service center regarding difficulty draining which occurred on the home choice (hc) during use during initial drain. The caregiver (cg) stated that the drain volume kept going up and down, but that it did not get past 29ml. The baxter technical services representative (tsr) asked the cg if they had received any alarms, and the cg stated that they had not. The tsr had the cg check the patient line for air and fibrin. Per the cg, there was air in the patient line. The patient was connected at the time the air was observed. The tsr asked the cg if the patient line had primed completely during prime. The cg stated that they did not check the patient line prior to connecting the home patient (hp), so it may not have. Patient line extensions were not being used. The patient had not disconnected prior to the observed air. All bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or assist device. The tsr advised that the cg would need to start over with new supplies due to the air in the patient line. The tsr assisted the cg to end therapy. The tsr reviewed proper procedures and advised the cg to check the patient line prior to connecting the hp to make sure it had primed to the top. Proper procedures were reviewed with the cg. The cg would start over with new supplies. The supplies were not damaged by an outlet port clamp or an assist device. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.